Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibiting oversensing of the left ventricular (lv). The patient experienced pacing inhibition resulting in a bradycardia event. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibiting oversensing of the left ventricular (lv). The patient experienced pacing inhibition resulting in a bradycardia event. The device remains in service. No additional adverse patient effects were reported. Additional information was received; the device exhibits possible noise signal on the right ventricular (rv) lead. The device remains in service. No adverse patient effects were reported.